Event description:
This report is being filed due to clip arm jumping. It was reported that on (B)(6) 2022, and while preparing the clip delivery system for use, the clip arm would not open and close properly. The clip arms would jump open and appeared to hesitate when opening and closing. The device was set aside for return. There was no patient involvement. Another device was used in replacement without further issues reported. No additional information was provided regarding this issue.

Manufacturer narrative:
The device is expected to return for analysis. It has not yet been received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported difficult to open clip, difficult to close clip, and clip jumping were unable to confirm via returned device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to open or close (clip open difficult), difficult to open or close (clip close difficult), and difficult to open or close (clip jumping).there is no indication of a product issue with respect to manufacture, design, or labeling.